Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, while transecting the lung tissue, on the second firing, the surgeon was able to fire but she lost pressure, it is not clear what happened to the green button but the black handle was lying loose in the device. It was dangling under the handle. The loading unit was partially fired, about 1.5 cm and after that it stopped. It was also reported that it partially cut the tissue where a few staples were in place. Another handle and reload was used to resolve the issue. No patient harm.